Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that since implant the patient reported some difficulty in recharging the ins. The patient reported he was hospitalized for an unrelated procedure and did not bring the recharger with him so the ins had "gone down completely" and he could not get it to recharge. The patient was able to communicate with the recharger, and would usually get 2-8 coupling bars, but would then lose coupling. The patient report he could only maintain coupling for about a minute. The patient was able to communicate with the patient programmer on the second try and saw that the ins was depleted. The patient was guided through charging on the call but could not maintain coupling. Patient was issued a new recharger antenna and adhesive discs, as it was reported that the patient had difficulty holding the antenna in place with the belt. The patient was advised that if the new antenna did not fix the problem he should follow up with his hcp. Additional information received stated that the new antenna did not resolve the issue, and the patient was still having difficulty charging and the ins was dead. The patient reported a scheduled replacement the last week of april. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown , product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the reason for replacement was because the prior device was failing and not charging. No further complications were reported.